Manufacturer narrative:
(B)(4). No product will be returned. The split septum port used in this event was discarded by the customer. The report that the split septum leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking form the septum. The nurse was flushing the port with normal saline when it started to leak. The nurse could visually see the port had an "open" slit in the septum and that is where the fluid was leaking. The customer confirmed that no pt/nurse harm or medical intervention occurred. No further pt or event information was provided.